Manufacturer narrative:
Medwatch sent to FDA on 10/06/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of bleeding is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of bleeding as follows: contra-indications ¿¿ do not inject juvéderm® voluma¿ with lidocaine in the periorbital area (eyelid, under-eye area, crow¿s feet) in the glabellar region or in the lips.¿ precautions for use ¿¿ patients on anti-coagulation medication (anticoagulants, aspirin or nonsteroidal anti-inflammatory drugs) must be warned of the potential increased risks of haematomas and bleeding during injection.¿ undesirable effects: ¿the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible.¿

Event description:
Healthcare professional reported after injection with unspecified dermal filler patient "continued to bleed from the glabella. After about 15 minutes, the bleeding stopped." No medical or surgical intervention was noted.